Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to the belt receptacle le being burnt. The root cause for the open burnt receptacle could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.